Manufacturer narrative:
Concomitant medical products: product ID 37761 serial# (B)(4). Product type recharger all codes above relate to the desktop charger. Previous codes were for ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: fdc code 4315, fdm code 10, fdr code 3252, and fdr code 3211 applies to the broken connector pin on the desktop charger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) crts 3911627, rpl 246847 (con): information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient was unable to power up their recharger (insr). They stated that they last charged and felt stimulation about 2 weeks ago and last felt stimulation 2 nights ago, then the other night ((B)(6)2019) went to charge and saw a screen but it is unclear what this screen was saying. She stated the screen went blank and does not power on even when desktop charger (dtc) cord was plugged in. Patient services had her reset the insr, and she now reported that it was still blank, then told me the dtc pin was bent. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4): product type: recharger. The device was lost and therefore no analysis could be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient was unable to power up their recharger (insr). They stated that they last charged and felt stimulation about 2 weeks ago and last felt stimulation 2 nights ago, then the other night ((B)(6) 2019) went to charge and saw a screen but it is unclear what this screen was saying. She stated the screen went blank and does not power on even when desktop charger (dtc) cord was plugged in. Patient services had her reset the insr, and she now reported that it was still blank, then told me the dtc pin was bent. No out of box failure was reported. No further allegations/complications were reported.